Event description:
Additional information was obtained and indicated that during a lead revision, the rv lead was explanted and replaced due to a lead fracture. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms along with intermittent capture. The patient reported of not feeling very well. No asystole of greater than two seconds. There were some fine baseline noise but was not oversensed. There were no programming changes and the patient was referred to the physician. Additional information was obtained and indicated that the source of these clinical observations was due to a lead fracture which was confirmed upon x-ray. They are planning to explant the rv lead. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.